Event description:
It was reported that on (B)(6) 2022, a 4mm by 4mm amplatzer piccolo occluder was selected for implant in a 44 day old, 1.2 kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter 2.8mm, pda diameter at aortic ampulla 3.2mm, pda length 13mm. The device was successfully implanted with accurate intraductal placement and no impingement of aortic flow. On (B)(6) 2022, it was revealed on echocardiography that the device had migrated and was protruding into the descending aorta with prominent gradient measurements. The physician attempted to snare the device from the pulmonary artery (pa) but was unsuccessful. The device was required to be retrieved surgically, and the patient's pda was surgically ligated. The patient recovered from surgery and was extubated within 72 hours. There was no implication of permanent impairment or damage, and inversely, the team feels closure of the pda was helpful in pulmonary function. The patient status is stable. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of migration of the 4mm by 4mm amplatzer piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, the correct size piccolo occluder for the measurements provided was 4mm by 4mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.